Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 425 mg/dl at the time of incident. The customer stated that they were not feeling well. The customer's blood glucose was 120 mg/dl at the time of hospitalization. The customer stated that they gave manual injection prior to hospitalization. The customer's blood glucose was 270 mg/dl at the time of call. The customer stated that they were given IV fluids to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot. The reservoir will not be returned for analysis.